Event description:
Pulmonetic systems, inc. Received the following report from a representative in 02/03. The representative reported: unit has constant red led for charge status indicator. Unit will not power up on internal battery or ac adapter. Unit not on patient.